Event description:
It was reported that this pacemaker was suspected of depleting prematurely. Within one year, the estimated battery longevity decreased from 2 years to 4 months remaining. Technical services (ts) was contacted for troubleshooting recommendations; however, device data was not provided. This pacemaker was scheduled for replacement but remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced. No additional adverse patient effects were reported. Data analysis was provided after this pacemaker was explanted. Analysis found this device to be to be depleting normally.

Event description:
It was reported that this pacemaker was suspected of depleting prematurely. Within one year, the estimated battery longevity decreased from 2 years to 4 months remaining. Technical services (ts) was contacted for troubleshooting recommendations; however, device data was not provided. This pacemaker was scheduled for replacement but remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported.